Event description:
It was reported by the customer that their insulin pump alarmed button error. Customer stated they do not recall any significant events that lead to the alarm or if the device had been dropped. Advised customer to discontinue use of device and revert to back up plan. Customer's blood glucose level was 102 mg/dl of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the button response functioned properly. However found corrosion on the keypad traces. No button error alarms noted during testing. The device was received with cracked case on the lcd display window corners, minor scratches on lcd display window, broken battery tube threads, cracked reservoir tube lip, cracks on the reservoir tube window, and cracks on the reservoir tube.